Event description:
Original report indicates that the request is for service only. The customer reported they want the unit calibrated. Upon receipt and evaluation of the product, it was discovered that the cufflator does not zero. The customer did not provide a date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned unit found that the needle is below zero. Cufflator holds pressure but needle jumps abruptly to 80 when inflating. Needle does not return to zero, instead it returns to its initial position below zero. No readings can be taken since needle jumps abruptly. Note: instructions for use state: before use, the control inflator needs to be checked by closing the connecting piece with the finger, then inflating with inflation bulb to 120 cm h20; value must be constant for 2-3 seconds. If the pressure drops, the device needs repair by the distributor. (B)(4).